Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with the right ventricular lead exhibiting noise. The noise was reproducible with pocket manipulation. The nurse reprogrammed the max ventricular sensitivity and the patient would be monitored.